Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with scratched screen. Customer's complaint of error code 1871 was verified. The event log shows error 1871 on (B)(6) 2018 and battery depleted on (B)(6) 2018. Service replaced the motor and circuit board. Use testing was performed. The problem source is the faulty motor and circuit board.

Event description:
Information was received that the cadd legacy pump had error 1871 and screen damage. No reported adverse effects.